Event description:
Disconnection of the catheter from the implantable access port catheter attached normally to the port during placement on 18/08. Permeability and return were tested intraoperatively. The access port was used and functional for a first chemotherapy. At the second chemotherapy treatment (01/09) there was no more blood return to the control before administration and x-ray shows that the contrast medium is accumulating between the access port and the catheter. Explantation, flushing of tissue and re-implantation of implantable access port.

Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr (B)(4) which complies with our specifications and does not present any discrepancy. No other similar complaints have been reported on this batch of access ports released in july 2022. Investigation results: we received for investigation one st305f access port from batch 36997482 with a 20,5cm long catheter and a connection ring. No manufacturing defect is visible on the returned device. No connection mark with the exit cannula is visible on the catheter. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. All characteristics conform to our specifications. Disconnection test: we have performed a disconnection test on the returned access port and catheter. The disconnection force obtained is more than 3 times superior to the requirement of the iso 10555-6 standard. The characteristic conforms to the specification. X-ray pictures review: we received for review 2 x-ray pictures taken when the incident was noticed. On these images, we can see the access port housing and the disconnected catheter. But they are inconclusive concerning the root cause of the catheter separation. Conclusion: no manufacturing defect has been detected on the returned sample, it conforms to our specification. It is highly suspected that the disconnection of the catheter only 13 days after the implantation, results from an incorrect connection of the catheter and connection ring to the access port housing during its implantation. The IFU specifies to "slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port (IFU §vi-1-1-h). This is a rare incident (<0.01%), no corrective action is envisaged.